Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. The pump was unable to perform any test due to blank display. The pump was received with cracked reservoir tube lip, cracked case near display window corner, and minor scratches on display window.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that she grabbed his pump to look at his continuous glucose monitor and the screen was blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the screen is still blank. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.